Manufacturer narrative:
UDI: (B)(4). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the equipment doesn't work, was confirmed. It was found that the cable, motor and the on/off switch of the hand piece were defective. The tissue seal was missing and the device had debris inside due to improper maintenance. The device was repaired, tested and found to be fully functional. The root cause of the identified failures were found to be improper maintenance of the device by the customer. The missing tissue seal may most likely be a result of user mishandling of the device. There are no indications from this complaint investigation that the failures are manufacturing-related, therefore, a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in armenia that during an unknown procedure on (B)(6) 2020, it was observed that the micro tornado hp w hand control device did not work. During in-house engineering evaluation, it was determined that there were debris inside the device. The procedure was completed without delay. There were no adverse patient consequences. No additional information was provided.